Manufacturer narrative:
Gtin: not available. Upon completion of the investigation, a follow up report will be filed.

Event description:
Valve was implanted and set to 160mmh2o, patient did not drain properly, valve was set to 140mmh2o. Patient was well and discharged. After several days patient get worse and a CT was performed. It showed slit ventricles & subdural hematoma. Patient underwent another surgery with the same type of valve. It was set to 170mmh2o, still no real improvement. Then valve was set to 170mmh2o. Actual patient status is not known.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 160mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 160mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve product code 82-3100, with lot ctlbbh, conformed to the specifications when released to stock on the 30th september 2015. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.